Event description:
The customer reported that the sys would intermittently shut down. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The power supply connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.